Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g2, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e1(initial reporter). Three good faith efforts have been made in attempt to receive more information regarding the failure and any repairs done on the unit. If any information is further received this record will be reopened and updated.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) went on stand by mode. There was no harm reported.